Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and introduced to air and oxygen gas. After warming up, the oxygen (o2) analyzer calibrated successfully. Calibration and testing was performed and there was no observation of an o2 blender failure. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The system was checked for oxygen (o2) blend accuracy based on multiple set points which were all within the expected tolerance and calibration was successful. The flow was manually set to 9 liters per min (l/min) which was verified with an external flow meter. The fraction of inspired oxygen (fio2) knob was set manually to minimum value and the flow read 9.01 l/min per the flowmeter. The fio2 was then set manually to maximum value and the flow read 8.99 l/min per the flowmeter. The pst did not observe any indication of a blender problem during the evaluation. It was determined that the epgs met specification.

Manufacturer narrative:
Per data log review, the complaint indicated an o2 blender failure on (B)(6) 2023. The log showed the gas system was used on (B)(6) 2023, successfully calibrated, and several flow and fraction of inspired oxygen (fio2) changes. There were no indications of a problem on that date. On (B)(6) 2023 at 17:50 both air and o2 input pressures were reported low which would have caused a low blending gas pressure alarm since the gas system had flow set to 2.35 liters per minute (l/min). It is possible this was the error the customer was reporting, but there is no indication of a gas system problem in the logs. The field service representative (fsr) could not verify the reported complaint. The fsr replaced the gas system as a precautionary measure and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an oxygen (o2) blender failure. As a result, o2 tank source was used as an alternative. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cpb. Specifically, they stated after being on cpb for four hours they came off cpb. After being off cpb for approximately half an hour they had to go back on cpb, at which time they stated the oxygen blender failed. This was reflected in an observed lower than expected partial pressure of oxygen (po2). They mitigated the problem by obtaining a back-up oxygen (o2) cylinder. There was no delay in the procedure, the surgery was completed successfully, and there was no injury/blood loss reported.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and introduced to air and oxygen gas. After warming up, the oxygen (o2) analyzer calibrated successfully. Calibration and testing was performed and there was no observation of an o2 blender failure. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.